Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that on (B)(6) 2018 the patient went into the office for programming. They had little to no sensation of stimulation. They ran an impedance check to evaluate the effectiveness of the internal wires and some circuits were now out of normal operating range. The patient was programmed to a comfortable setting with the sensation being in the right buttock area. They also instructed the patient to do kegel exercises, caffeine avoidance, and proper fluid intake. The patient understood. The patient also reported pain/discomfort near their ins site. They had turned the stimulation off for a couple of weeks hoping the pain would be relieved, but it had not. Without their interstim on their post void residual increased. They had a feeling of incomplete bladder emptying when they urinated. The patient was at 332 cc. They had pain and discomfort all along their right side with what seemed to be nerve regeneration from a previous accident on surgeries. When they first put the implant it, the patient had no sensation from the waist down and severe muscle weakness. They were now gaining strength and sensation in their legs. There were some issues with their current wire and they could not get a vaginal sensation with their p rogramming. They were asked to follow up with another doctor to discuss interstim full revision to the left side where they had no pain. On (B)(6) 2018 the patient was seen again to follow up for their overactive bladder. The patient noted to having increasing pain in the region of their ins and inability to elicit vaginal sensation with reprogramming. They had changes to their neurological symptoms consistent with progression from their spinal cord injury from 2015. They had increased and documented post void residuals with the change in the ins stimulation. They complained of bothersome discomfort in the region of their ins again. The patient had not noted any obvious improvement in their voiding symptoms with the device in. They would be scheduled for ins removal. They were going to wait 2-3 months to assess their pain and voiding symptoms prior to making a final decision on replacement. On (B)(6) 2018 was the removal surgery for their ins. During the procedure, the patient had mild-to-moderate amount of inflammation around their pseudo capsule surrounding the generator in the right buttocks region. There was a brownish discolored fluid, which could have been tainted by bleeding from their local anesthetic versus recent pre-operative bleeding. Culture were obtained and no further abnormalities were noted. They noted in removing the lead, the majority of it was removed, but the tip and four exposed electrodes remained. On (B)(6) 2018 was the patient's post-operative appointment after the removal. They had recovered well; there was a culture done from the pocket of the ins and it was negative.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va1eb6u); product type: 0200-lead; implant date: (B)(6) 2017; explant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was taken out due to pain and discomfort. The "tip and four exposed electrodes" remained. The plan with the doctor was to remove the four exposed electrodes at the same time they removed the current device however, the doctor will not be able to do so as they are attached to the bone. They are scheduled to meet with the doctor on (B)(6).